Event description:
It was reported that the ilet pump¿s screen bezel was separating after the device was dropped, and the belt clip was stretched, with the user noting prior similar bezel issues. Symptoms included no reported adverse clinical effects. Outcomes included provision of troubleshooting and education and shipment of a replacement ilet and belt clip with return of the original device requested. Investigation included request for photographic evidence and collection of device history through the return process. Investigation of this device revealed a hardware enclosure integrity issue consistent with screen bezel separation, associated with prior physical stress from dropping, and belt clip deformation. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical stress.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.